Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® 9nc 0.109m plus blood collection tubes the tubes are under filling. This occurred on 20 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, it found that the tube has low draw issue.

Event description:
It was reported that while using bd vacutainer® 9nc 0.109m plus blood collection tubes the tubes are under filling. This occurred on 20 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube has low draw issue.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for low draw with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of low draw was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.